Manufacturer narrative:
During a verify, data being written to the intended patient's (patient a ) primary file wrote the same data to the incorrect backup file (patient b). This MDR is being submitted late, as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in 2008.

Event description:
It was reported that non-identifiable fetal strip data and documentation from one patient record was duplicated in the chart of another patient. There was no report of patient impact or adverse patient outcome.